Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes there was delivery of the staples. If yes, were the staples formed properly? The staple formation was okay. If yes, was the staple line complete? The staple line was complete but could not be rectified. Did the device cut? The device did not cut if yes, was the cut line complete? The cut line wasn't seen and the stapler got stuck with the tissue . If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The cut line wasn't normal and it had irregularities. Was there any difficulty opening the device? The device did not open. If yes, how was the device removed from the patient? The device was removed firing two other staplers on each end and the tissue which was stuck in the gun was compromised as the gun did not open. If yes, did the jaws eventually open? No the jaws did not open. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - unknown.

Event description:
It was reported that during a thoracic surgery, the stapler got stuck in the bronchus and had to be removed and in the process the tissue was compromised. The procedure was successfully completed.